Event description:
No additional information provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ and will be returned to london implant retrieval center (lirc) upon explant. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that there was end cap displacement. No patient adverse event was reported.